Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Lead dislodgement caused by twiddler's syndrome was noted on the left ventricular lead. The left ventricular lead was repositioned. After repositioning the lead, high thresholds were noted hence the physician explanted the left ventricular lead and a new lead was implanted successfully. During the process a sub pectoral pocket was created on (B)(6) 2019 and the same device was reimplanted. The patient was stable during and post procedure.